Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: the device responds to various conditions with alarms to alert the user about deviations between delivered ventilation parameter and settings, and not all of these are related to technical issues with the device. For example, the device will post alarms if an external leakage in the patient circuit leads to loss of pressure and volume, and based on experience, the effects of a large leakage are sometimes perceived by users as a stop of ventilation while indeed the device continues to deliver as set. Unfortunately, the type of alarm was not included in the user's description - this does not allow a conclusion in regard to the triggering condition. A complete shut-down caused by loss of energy supply would fit to the few reported details. A loss of the internal driving voltage for the turbine, the aforementioned external leakage and many more potential scenarios must be taken into consideration; a differentiation is not possible on the base of the available details. The device was in operation for more than 14 years, and the state of preventive maintenance and repairs is not known to dräger. Component malfunctions, infrastructure issues, use errors and lack of preventive maintenance or a combination of multiple factors may have contributed to the event. It can be concluded that the underlying condition in general does not incorporate a previously unidentified or falsely assessed risk since it triggered an alarm. All types of alarms, potential root causes and dedicated remedies are listed in the IFU. It is recommended to the hospital to have the device checked by authorized personnal.

Event description:
Dräger received an ufr in which it was reported that the ventilator posted an alarm during use and that ventilation stopped. As per report, the patient was transferred to another device; no health consequences were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.